Event description:
A hospital in (b)(60 reported via our distributor that an mr290 humidification chamber feedset was leaking water from the connection to the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and a performance test was done by connecting the chamber to a waterbag. Results: the performance test revealed a water droplet began to form at the connection between the water feedset tube and the chamber dome. The tube was found to have been slightly pulled out of the chamber dome. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for inspection. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not stretch of milk the tubing."